Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the minute ventilation (mv) signal on the non-boston scientific right atrial (ra) lead. The ra lead also exhibited intermittent increases in the ra lead pacing impedances, noise, and oversensed far-field r-wave and t-wave signals. Technical services (ts) recommended troubleshooting options. The physician is unable to perform troubleshooting at this time as the patient is in a nursing home and will continue to monitor remotely. This crt-d remains in service. No adverse patient effects were reported.